Event description:
Healthcare professional reported right side "suspected prosthetic rupture and capsular contracture baker grade IV". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d1, d2a, d2b, d4, d6a, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported right side "suspected prosthetic rupture and capsular contracture baker grade IV". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedures creases, wear abrasion, non-penetrating nicks and deformation were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.